Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018-surgical pathology report diagnosis: uterus, cervix and bilateral fallopian tubes, 141 grams, removal: cervix with nabothian cysts. Benign proliferative endometrium present. Unremarkable myometrium present. Left posterior ovarian fossa with cui de sac with focal endosalpingiosis but no evidence of endometriosis. Bilateral fallopian tubes with metallic coils grossly present. Bilateral fallopian tubes are microscopically unremarkable. Concurrent conditions included oral herpes, irregular menstruation, nabothian cyst, hyperplasia endometrial and endosalpingiosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cervical dysplasia ("tumor/teratoma / cancer type: low grade squamous intraepithelial lesion"), vulvovaginitis ("vulvovaginitis,"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping),") and genital herpes ("infection:other-genital herpes"). The patient was treated with valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full),bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the vaginal haemorrhage, bladder disorder, urinary tract disorder, cervical dysplasia, vulvovaginitis, menorrhagia, endometriosis, dyspareunia, dysmenorrhoea and genital herpes outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, endometriosis, genital herpes, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginitis to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems, tumors, endometriosis on postoperative day number 1, she had some right shoulder pain and was uncomfortable going home with this discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia, genital herpes, dysmenorrhea, pelvic pain, cervical dysplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs+ mr received- new events abnormal bleeding (vaginal), vulvovaginitis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), genital herpes were added. Pt of neoplasm updated to cervical dysplasia. New reporter, treatment drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and endometriosis ("endometriosis") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, neoplasm and endometriosis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, endometriosis, menorrhagia, neoplasm, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems, tumors, endometriosis diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury was replaced with pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems, tumors, endometriosis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.